Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was no connection/telemetry to the ins. The patient felt more pain due to no stimulation coming from the ins. The patient was not able to get a connection to the ins anymore. No connection was possible with the patient programmer or the recharger system. Recharging had not been an issue so far, and always worked without problems. The patient made an appointment with the responsible pain assistance of their hospital, and the pain assistance confirmed that it was not possible to get any connection to the ins with the patient programmer, recharger, or physician programmer. An operating room was scheduled to check the connection of the leads to the ins with the plan to replace the ins with a new one of connect it to the existing leads if impedance is fine. During the procedure, the surgeon saw that the ins was still placed in order (it was not flipped of turned around), the leads were still in place and correctly connected to the ins, and impedance measurement showed no bad values with all within normal range. The final action was replacing the ins with a new one which was done. The issue resolved. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Analysis of the ins (B)(4) found to have reduce capacity due to overdischarge. Pertains to the ins (B)(4). Pertain to the ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was replaced due to no possible connection/telemetry which was originally implanted on (B)(6) 2012. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.